Manufacturer narrative:
Product ID 3889-28, lot# v662598, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the patient experienced paravertebral muscle spasms with symptoms of muscular pain which got worse with movement and was self-described as muscular. A non-surgical therapy of vicodin 5-500mp po prn and flexeril 5mg po tid for five days was administered. It was also indicated that the patient experienced lumbosacral radiculitis with symptoms of lumbosacral pain, no weakness and shooting pain into legs. A non-surgical therapy of solumedrol 125mg im in ed, vicodin 5-500mg po prn and prednisone 20mg po qd for 15 days were administered. Both events were noted to have been new illnesses and resolved without sequelae on (B)(6) 2013.